Event description:
It was reported that pump experienced malfunction alarm with malfunction code 9, and there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions on how to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction happened again.